Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 200¿s mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer reported that insulin pump had battery out limit and blank display which was resolved. The customer¿s current blood glucose level was 239 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.